Event description:
The user facility in thailand reported a vitrectomy cutter would not cut during surgery. No medical intervention or injury occurred.

Manufacturer narrative:
Evaluation completed. One bl5223 pack from lot v2829 was returned. Visual inspection found that this pack had been opened at one time and the assembly had been used as it was dirty. However, the pack had been re-sealed. The tip protector was in a place, as it should be. The needle was bent. The port window was in the opened position. There was dried solution and debris visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. With the cut rate set at 5000 cpm, the inner needle closed the port window but did not retract leaving the port blocked. The cutter would not cut or aspirate. With the cutter set at 1000 cpm, the inner needle did not always reach the cutting edge causing a chewing, tearing, pulling effect on the tissue. The cutter did not have clean cuts at 1000 cpm and it would not cut at all above 2600 cpm as the port window was blocked by the inner needle. It should be noted that the bent needle condition could contribute to poor cutting performance. The cause of the bent needle condition cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.